Manufacturer narrative:
The certas valve (ID 828814) was returned for evaluation. Failure analysis- the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle holes in the needle chamber was noted. The valve was hydrated. The valve was leak tested; the leak tested passed, only leaked from the needle hole in the needle chamber. The valve passed the test for programming, flushed, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2023-00031. A physician reported a certas valve (ID: 828814) was implanted via vp shunt on (B)(6) 2022 with unknown setting. The valve was used with bactiseal catheter (ID: 823074). On (B)(6) 2023, the patient presented with vomiting and shunt imaging was performed. The patient had intracranial hypertension, therefore, due to a suspicion of peritoneal catheter obstruction, the catheter was removed and replaced on (B)(6) 2023. The patient was doing well however, clinical symptoms worsened on (B)(6) 2023. The valve was removed and replaced on (B)(6) 2023 due to suspicion of valve obstruction. The patient recovered.